Event description:
I have called FDA 5 times. No one returns the call. I tried another number and the lady was rude and told me she would file a report and someone would call me. No call. I had implants by nobel biocare installed. The first problem was the dentist installed one of them in my nerve and has permanently damaged my lower lip. I have had to have all of the implants removed as some of them failed. I spoke with nobel and they told me on 2 calls they couldn't speak to me about the warranty and I could not return them. My dentist had to return them. My dentist, who removed them, gave them to me. The system you have is defective in reporting. So, a lot of harm and damage will occur for a long time until the bad behavior of the companies and the incompetence of the gov't changes. Nobel biocare assured me on 2 phone calls that the dentists they train and that use their product are fully aware of their requirements. No they are not. So here I sit with a problem with a medical device that your office supervises and yet there is no supervision except through the very people you are to supervise. Wow, defective and dangerous. This report is late getting to you because your office makes it impossible to get to you. Event abated after use stopped or dose reduced? No. Geez do you think you could make this a bit more consumer friendly as the professionals didn't turn this in as required? I'm a member of the public. So, again this system is defective.